Manufacturer narrative:
Batch review performed on 29-april-2022. Lot 189967: (B)(4) items manufactured and released on 27-feb-2019. Expiration date: 2024-feb-17. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event.

Event description:
At 2 years 10 months after the primary, the patient came in reporting pain due to a distally potted stem and the cause is unknown. The surgeon revised the stem, head, and liner. The surgery was completed successfully.